Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested but not provided.

Event description:
It was reported that the pump module had over infused and the customer wanted to know how to pull the event and error logs. There was no impact on the patient.

Event description:
It was reported that the pump module had over infused and the customer wanted to know how to pull the event and error logs. There was no impact on the patient.

Manufacturer narrative:
Device history: ¿ a review of the device history record showed the device had a manufacture date of 02/06/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. ¿ a review of the complaint history record in trackwise was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. He root cause of this failure was not identified as no product was returned. The reported issue that the pump module had over infused could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.